Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted non-medtronic surgical valve failing due to aortic stenosis, fracking of the surgical valve was performed. Following the fracture, moderate to severe paravalvular leak (pvl) and central aortic regurgitation were reported. A second transcatheter bioprosthetic valve was implanted to treat the pvl and regurgitation. No additional adverse patient effects were reported.